Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Sections e2 and g2 were corrected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. Device was received with leak tester and power cord. Inspection found tubing of old type. Connector socket and air joint unit found worn out and needs to be replaced. Furthermore, inspection found four (4) feet at the bottom found with weak force and needs to be replaced. The rest of the other functions found normal. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return inspection for preventive maintenance (pm) service , worn out connector socket and worn out air joint unit was observed. Air/water suction tubing found of an old type. There is no patient involvement on this reported event. No harm reported, no user injury reported.